Event description:
It was reported that a newer user experienced hyperglycemia while using the ilet, with a peak glucose of 295 mg/dl for a little over an hour, during which the algorithm was adapting. The user reported that her ilet was showing a down trending arrow during the call. The user reported they had recently changed the infusion set and did not use back-up therapy or seek medical intervention. Symptoms included no reported clinical effects and the user stated they were feeling fine. Outcomes included no impact to daily activities. Investigation included troubleshooting with education and confirmation of algorithm adaptation. Investigation of this case revealed no definitive device malfunction and an unclear root cause. It was concluded that the event was consistent with hyperglycemia of unclear cause with device performance within expected adaptation behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.